Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set as tape was not sticking. The cause of the issue was shower and swimming. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city : (B)(6). Patient country: united states.